Manufacturer narrative:
The reported event of inaccurate navigation cannot be confirmed based on log file review.

Event description:
It was reported that during a spine procedure guide wire was placed inaccurately with the use of navigation. No impact to the patient or clinically significant delays were reported with this event.

Event description:
It was reported that during a spine procedure guide wire was placed inaccurately with the use of navigation. No impact to the patient or clinically significant delays were reported with this event.